Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided; e1: last/given name unknown / not provided; g4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was seen by a general dentist and was referred to our office to check bone loss around the implant at tooth location #10. Upon obtaining cbct, it was noted that there was bone loss around implant and it was mobile. The implant was removed with rongeurs and it was noted that it was fractured. The doctor took a periapical x-ray and noted that the end of the implant was still integrated to bone and could not be retrieved. Closed the area and will see the patient back to try and retrieve the piece of the implant at the replacement appointment.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: labeled for single use? Was corrected to yes, usage of device was corrected to initial use of device. DHR review was completed for the subject lot number 62945059. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62945059 for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use for screw-vent® implants 9665 rev. 0-09/14. Information identified: "warnings" "contraindications" "precautions" based on the investigation and risk management file review as per rmf rm-002r2 rev. 7, the most likely root causes determined from the investigation are patient factors. Refer to attached summary investigation for ¿bone loss¿. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. The reported event (bone loss) is a medical condition and is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: date received by manufacturer was updated from 23mar2024 to 22feb2024.

Event description:
No additional information received at the time of this report.